Event description:
Hum lnr impact tip 38m, (B)(4) it was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the impactor tip. During impaction the handle bent and the impactor tip broke. The bent handle is not reportable. The wound was cleaned, and all debris was removed from the patient. Nothing was left behind. Unfortunately, the smaller pieces were discarded. No delay to surgery. Device was returned. The patient was stable as they left the or. This did not cause a significant delay, it took less than 5 minutes to wash and debride the wound. Inactive agency with no hospital/other contact information for the event. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Fractured hum lnr impact tip 38m, (B)(4) returned and available for analysis. Engineering eval completed by nf on (B)(6) 2019. Findings: the fractured humeral liner impactor tip appears consistent with a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. This device was manufactured in 2007. The design of this device has since been updated to increase the thickness at the tip and modify the connection features dimensions. See dcrtc-(B)(4) for details. The rmr for this humeral liner impactor tip, (B)(4) instruments rev p, was reviewed. The risk is captured in line 15. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported in experience case: (B)(4) was likely the result of a stress riser introduced during impaction, which led to crack initiation propagation, and ultimate fracture. The design has since been updated. IFU (B)(4): instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Fractured hum lnr impact tip 38m, (B)(4). This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The impactor tip broke. The wound was cleaned, and all debris was removed from the patient. Nothing was left behind. Based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation propagation, and ultimate fracture. The design has since been updated.